Manufacturer narrative:
Product event summary: analysis confirmed the customer comment that the device shut itself off when the battery was removed, the main printed circuit board (pcb) was found to be out of specification. Analysis also found the upper case, lower case, side bail covers and battery drawer broken and the heart block contaminated. Further analysis was performed on the main pcb. This analysis found that a capacitor component was out of specification, confirming the battery removal test failure.

Event description:
It was reported that the external pulse generator (epg) shuts off "immediately" when changing the battery. The epg was returned for repair. There was no patient involvement indicated as this epg was used for training purposes only.

Manufacturer narrative:
(B)(4). The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.